Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on june 8, 2019. The device was visually inspected, and it was reported that there was dark red and black material on distal end of tip dome. The issue of char was assessed as a not reportable event. As char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the ablation phase of the right pulmonary ventricle (rpv), the thermocool® smart touch® sf bi-directional navigation catheter was found to have an adhesive material at the tip electrical potentials (electrode). The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The device was inspected, and dark red material was observed on the catheter tip then, this material was lost due to the decontamination process. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The material observed on the catheter tip could be char, this a physical phenomenon of radio frequency (rf). It can be the normal result of the ablation process. However, this complaint will be addressed under an internal action for further investigation. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30165934l number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there was foreign material on the usable length of the thermocool® smart touch® sf bi-directional navigation catheter. Initially it was reported that during the ablation phase of the right pulmonary ventricle (rpv), the thermocool® smart touch® sf bi-directional navigation catheter was found to have an adhesive material at the tip electrical potentials (electrode). The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The issue of foreign material on the usable length of the catheter was assessed as a reportable event.